Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that for about the past week they have noticed that their implant is no longer holding a 24 hour charge. Caller stated that they are due to have surgery soon and their battery needs to be replaced because their "5 years is up." Caller added that they have not made any adjustments to their therapy settings because they need them exactly where they are at. Agent reviewed with caller that the battery draining is directly related to the therapy settings. Caller mentioned they have an appointment with their healthcare provider next tuesday to get nerves burnt in their shoulders and would like to meet with a manufacturing representative at the appointment. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient responded via letter stating that they didn't know the cause of the implant not holding a charge for 24 hours. In order to resolve the issue they got a new handheld charger and new battery sent to them, but they are still having problems with it holding and charging now. The issue has not been resolved yet, the need surgery to replace battery and stimulator. They have an appoint in july to talk about replacing the battery and stimulator.